Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. Investigation complete. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).